Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms when attempting to deliver a bolus of 2 units of insulin. Insulin delivery was able to be resumed. However, over the next several hours, the customer's blood glucose level became low. Reportedly, the contact thought that the customer had received more than the intended 2 units of insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.